Manufacturer narrative:
(B)(4). The reported over infusion of propofol could not be definitively confirmed. The log review did note the infusion ws performed for duration of 24 minutes before alarming for air in line. The infusion was reprogrammed and started after the air in line alarm for duration of 5 minutes then was terminated by the user. The programmed rate of the infusion was approximately 4ml/h. The total calculated volume infused for the time period in the question was 1.888ml from a programmed vtbi of 80ml. The log did note the pump module performed prior programmed infusions of propofol on the same pt. Three safety clamp open alarms totaling about 4 seconds were generated during the infusion. Testing and inspection of the returned pump module found no existing malfunctions and found the device to be infusion within specification. The admin set was not returned for investigation so it is not know if the set contributed to the event. The root cause for the customer's report of an over infusion could not be identified.

Event description:
The customer reported that a full propofol bottle infused in 50 minutes. The bottle was hung at 2100 and programmed for 4ml/hr and with 50 minutes the bottle was empty and the pump was alarming for air in line. The pt was on other pressor medications (neo/dopamine) and the pt was also intubated and on a ventilator. The equipment was removed from the pt and sequestered. There was no pt harm or medical intervention. Although requested, no additional pt or event details were provided by the customer.